Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure one of the screw heads fractured. The head was burred out and all pieces were retrieved. No pieces were left in the patient. It took about twenty five minutes extra before proceeding.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h10, h11. Visual examination of the returned product identified the instrument exhibits signs of use (nicked or gouged) and is fractured at the collar and hex. All pieces were not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device was submitted for further analysis. Analysis determined (optical images of the device fracture surface exhibited concentric river lines with suspected crack exit artifact near the center of the fracture, suggesting that the device possibly fractured due to torsional overload). Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. This complaint can be confirmed based on the returned fractured device. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.